Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 110 units of insulin during the load sequence. The customer declined troubleshooting with tandem technical support and further information was unable to be obtained. There was no reported adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.